Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown therefore no evaluation and no batch review was performed. Should additional information become available a follow-up will be submitted. This is the 4th of four reports associated with the mini-caps falling off.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Initially, a baxter clinical educator reported a facility nurse that was having issues with minicaps falling off of patients and causing peritonitis. Reportedly, there were four patients affected. The nurse indicated of the four events involving the product, only one patient had a confirmed diagnosis of peritonitis. Additional information was received from the facility director on (B)(6) 2011 which indicates: patient (B)(6) stated he woke up and noted the cap had fallen off during the night. The patient applied a new cap and visited the clinic on (B)(6) 2011. The patient was not hospitalized the patient was not diagnosed with peritonitis. Oral cipro 250mg two times per day for five days was ordered as prophylactic treatment. The patient reportedly was not doing therapy at the time of the event as it was within two weeks of placement of the tenckhoff catheter. The patient was retrained regarding aseptic technique. No further information is available for this event.